Manufacturer narrative:
U.s. Reporting agent notified:(B)(4) 2014. Complaint description: customer unable to load the clip to the jaw properly. The method for loading was proper. So the customer exchanged the clip magazine, however, the attempt to load was unsuccessful. The opening range for the jaw of this product was slightly narrow compared with the demo product. It was the first time to use this product. And the tip was protected by the cap before starting to use. Vigilance suspicion: surgery delayed by 15 additional minutes. Evaluation ongoing. No further patient information was provided at the time of this report.

Event description:
Country of complaint: (B)(6). Complaint description: customer unable to load the clip to the jaw properly. The method for loading was proper.